Event description:
It was reported that during a cysto there was no display to the monitor. No harm to patient, user or third occurred. The procedure was completed with a back up device with a delay of 5 minutes.

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation results from the manufacturer: complaint not verified - unable to duplicate the customer's complaint. Ksus goleta service incoming was unable to duplicate the customer's complaint. Ksus goleta process engineering tested the ccu for over a week without issue. A visual inspection was unable to determine any obvious issues. Testing included several overnight burn-in sessions and extensive power cycles. Mechanical shock was applied to the ccu chassis and the iml and camera cables were heavily manipulated, but the image was completely stable during the entire complaint investigation. The ccu was tested for over a week and it never failed to perform as designed. No problem found. This event is filed under internal complaint ID (B)(4).